Event description:
The patient called back from registered phone number and repeated information regarding not having much luck with the therapy, feeling discomfort in the ins area even with the ins turned off, and the ins never settling in scar tissue. The patient added that the ins can kind of move around when they sit down and can cause pain depending on how they sit. The patient stated that the ins can push up like it's going to come out of their skin, so they have to sit in chairs that are more comfortable. The patient added that they can feel a little bulge of excess wire near the ins and thought "maybe they never had it pulled tight." The patient also felt pain were the ins connects to the nerve and they feel a funny feeling sometimes, like a funny nerve sensation. About 8 months ago the ins battery died and the patient said it was awful because all of the sudden "it started going crazy" and they couldn't sit on the seat in their car because the ins was "going full speed for a while." The patient has had bladder and bowel incontinence since then, and they have been to some pelvic therapy but they still have incontinence. Agent reviewed that therapy turns off when the ins reaches eos, so return of incontinence symptoms would be expected. The patient indicated that they had seen the eos screen on their patient programmer. In the last few months the patient began to have a lot of spine and lower back pain, and they also have had discomfort that can travel from their right to left butt cheek. The patient mentioned that they work at a school and do a lot of lifting and taking out the trash. The patient added that they can get a pulling/hurting sensation kind of down in their legs with some swelling. Agent reviewed role of patient services (ps) and redirected the patient to their healthcare provider(hcp) to further address symptoms. The patient's managing hcp has been gone for 4-5 years and the patient was never appointed with a replacement managing hcp. Agent re-opened the case and assigned to self to email physician listings to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that for a couple months patient has been having more leakage, always feeling full and peeing and kind of pain and stuff. Patient fell off a rolling cart about 2 weeks ago and landed really hard on her buttocks and bounced from the bed to the floor and it was really sore. Last night, they started to feel a spasm/vibrating in the pelvic area/vagina. Patient reports every 5 minutes was pulsating and sometimes felt like her heart was pulsating just as fast and like a vibration in the pelvic area. Patient shut it off but was still having spasms and wonders if it was bladder spasms. It got worse later in the night but patient took some anti spasm stomach medication and thinks that might have helped it a little bit. It kind of stopped this morning and patient only feels a little bit here and there. Patient then stated she did end up turning therapy back on again but at a low level. They had some bad veins and they recently did an ultrasound to check the veins and patient wonders if that could interfere. Reviewed considerations regarding diagnostic ultrasound. Patient no longer sees the original implanting physician but had seen a new doctor a couple times. Patient indicated she called them at 1:30am and has been told by the nurses to call the manufacturer because they don't really know what to do and a lot of the colorectal doctors are off on fridays which the patient would have to make an appointment. Patient wanted to know if the manufacturer has a doctor they can speak with. Reviewed role of the manufacturer. The implant never settled in scar tissue for some reason. They were going to go back but never got there and got it done. The ins kind of got lodged in back fat somewhere and patient has had numerous pain here and there but patient just let it go. Patient saw a physician a couple times about these concerns and when patient asked about removing it the doctor said it is not coming out until the doctor says so. Patient never had a urine problem, she had weak muscles and then later found out it was more for urinary incontinence and not bowel incontinence. Patient noticed over the years sex drive isn't quite the same and not sure if that has anything to do with device programs. It was recommended that they follow up with their healthcare professional.